Manufacturer narrative:
One (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including underwater pressure testing was performed, and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) home peritoneal dialysis (pd) system kaguya sets leaked from an unspecified location. It was further described as "the liquid leaked to the bottom of the front door and the bottom of the kaguya was also wet". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with the event. No additional information is available.